Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(4) 2018 arjo has become aware of the event involving maxi move passive floor lift and a clip sling, which occurred at (B)(6) home located in (B)(6). It was reported that during resident transfer from chair to bed performed by 2 certified nursing assistants (cnas), the resident slipped out of sling from a height of approx. 3 feet to the floor and bumped her head. The resident sustained a head hematoma and was taken to the emergency room. The patient was treated and released.

Manufacturer narrative:
Collection of information is ongoing. Additional information will be provided upon conclusions of the manufacturer's investigation.

Manufacturer narrative:
On 2018-jun-29 arjo has become aware of the event involving maxi move lift and a clip sling, which occurred at catholic memorial home located in fall river, ma, USA. It was reported that during resident transfer from the chair to the bed, performed by 2 certified nursing assistants (cna), the resident slipped out of the sling from a height of approx. 3 feet to the floor and bumped her head. As a consequence of the event, the resident sustained a head hematoma and was taken to the emergency room. The patient was treated and released. The sling and lift were inspected by arjo service technician after the incident. The lift visual inspection showed that the device had scratches on the base and top cover. The lift functional test showed that all functions were working correctly, no malfunction was found. Additionally, the sling inspection did not reveal any defect. The sling label was illegible. The photographic evidence provided to complaint show that the facility used toilet sling with the black key hall clip. This type of sling is no longer manufactured since 1999. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: a sling has a very inappropriate size (several sizes off). The label was illegible. Obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling clip detaching or not being attached to the lift device before starting the transfer. There was no indication from the customer of wrong attachment the sling to the spreader bar. Taking into account all facts and information collected in a course of this investigation, we can determine that the wrong type of sling was used during the patient transfer. The patient was 94 years old female, who did not have upper body strength. The toilet sling should be used with patients who has body stability. The IFU contains warning that: always use the toilet sling with caution, encourage the patient to hold tightly to the sling to avoid sliding out. Moreover, the type of sling used by the caregiver (toilet sling) should not be used for lifting or transportation apart from toilet visit. According to passive clip slings instructions for use (IFU, 04.sc.00-int rev. 2, october 2014) the right type and size of sling should be used after proper assessment of resident's size, condition and the type of lifting situation: "the expected operational life for fabric slings and fabric stretchers is approximately 2 years from the date of manufacture." "Warning: to avoid injury, always assess the resident prior to the use." "Always use the toilet sling with caution, encourage the patient to hold tightly to the sling to avoid sliding out. Do not use the toilet sling for lifting and transportation apart from toilet visits." It was indicated that the resident fell out through the head side of the sling at the end of a transfer. The maxi move IFU (001.25060 rev. 01, april 2006) clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. It also indicates: "warning: before lifting a patient, a clinical assessment of the patients' condition and suitability to be lifted should be carried out by a qualified person. Please see the extracts of instructions for use attached." Based on product knowledge and review of similar situations that took place in the past revealed that the resident's slip out of sling occurred when a user does not follow transfer procedure as presented in the device labeling. To conclude, arjo maxi move lift was used for resident's transfer when the patient slipped out of the sling and fell. There was no technical failure with the lift or the sling which might have contributed to the event. The complaint was decided to be reportable due to the potential of serious injury upon reoccurrence.